Event description:
It was reported that approximately one and a half years prior the right ventricular (rv) lead triggered an alert for high/undefined pacing impedance, and then a lead integrity alert (lia) for high-rate, non-sustained episodes and increased sensing integrity counter (sic) as well. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, date of implant (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.